Manufacturer narrative:
External insulation abrasion was noted at 18.0-18.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that during follow-up, episodes of non-sustained vt and an episode of vf due to noise were observed. The lead was successfully explanted and replaced. The patient was stable and recovering.